Manufacturer narrative:
Investigation summary : exec summary: no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the manufacturing records was performed, this is the 1st complaint for the reported lot number and no non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 pen needle 32gx4mm needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the nurse reported that the insulin pen could not be pushed and found that the needle was blocked.